Manufacturer narrative:
Date of event: event occurred on an unknown date in 2019. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of trochanteric fixation nail advance (tfna) after the loss of reduction in subtrochanteric fracture. The devices were originally implanted on (B)(6) 2019. The removed devices were the following; one (1) degree titanium cannulated tfna, one (1) titanium locking screw 46mm, one (1) titanium locking screw 50mm and one (1) tfna fenestrated helical blade. Patient was revised to a new nail. It was unknown if there was a surgical delay. Patient status and procedure outcome are unknown. This is report 1 of 4 for (B)(4).